Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope postoperatively. It was reported that the right ventricular (rv) lead exhibited no capture / intermittent capture which was positional. It was also reported that the implantable pulse generator (ipg) exhibited failure to pace. The rv lead and ipg were reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.